Event description:
The customer reported that she was hospitalized for low blood glucose levels due to a stomach infection. Troubleshooting was performed, and the insulin pump was programmed correctly. Assisted the customer with the battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.